Manufacturer narrative:
(B)(4). E7099 abc wallflex registry clinical trial. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary fully covered rx rmv stent was implanted to treat a stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2015, as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a medical history of chronic pancreatitis. According to the complainant, the patient did not have prior plastic biliary stenting. Assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and identified the following symptoms: nausea/vomiting. Baseline liver function tests were also conducted on (B)(6) 2015. The patient underwent the study stent placement procedure and was treated as an inpatient. A pancreatogram, endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), and computed tomography (CT) were performed during the stent placement procedure. Prophylactic antibiotics were administered. A biliary sphincterotomy was performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. The stent was placed using ercp. During the study stent placement procedure, no other endoscopy procedures were performed. The physician planned for an intended duration of indwell for the wallflex biliary stent from between 6 months to 9 months. The 10mm x 60mm wallflex biliary fully covered rx rmv stent was deployed in a satisfactory position across the stricture to complete the procedure. Assessment of biliary obstructive symptoms (abos) was conducted on (B)(6) 2015 and included right upper quadrant pain and fever/chills. On (B)(6) 2015, the patient underwent an unscheduled reintervention to remove the wallflex biliary fully covered rx rmv stent for the management of the biliary obstructive symptoms observed on (B)(6) 2015. During the stent removal procedure it was noted that the wallflex biliary fully covered rx rmv stent had become occluded with sludge and stones. The wallflex biliary fully covered rx rmv stent was removed from the patient endoscopically with graspers. Removal of the bile duct stones and sludge was performed. The physician implanted a new plastic stent during this procedure due to lack of stricture resolution. The patient was treated as an outpatient. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.